Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to having headaches, lightheaded, dizziness, difficulty breathing/short of breath, nasal / throat irritation or soreness. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device has yet to be returned for evaluation.

Manufacturer narrative:
The device was returned to a third-party service center. The technician could not confirmed foam particles in the air path during the device evaluation. The device was scrapped. In this report, box d, g, h has been updated/ corrected.